Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged blade. Visual inspection showed that the blade was extended 0.650", enter measurement, outside of the blade garage. There was moderate bio debris found at the knife track. A review of system logs showed 1 of blade jammed failure(s). Components adjacent to this dislodged blade do not show damage. Further, the instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified one homing failure with error code "22026" and description: "vessel sealer extended failed during homing on usm3 (toolid: vessel sealer extended)." There were no other logs available for this instrument. There was a moderate amount of debris on the jaws. The dislodged blade at the distal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. Additional unrelated observation not reported by site: the instrument was found to have a grip ring dislodged. The screw head was damaged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grips the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, no blade came out from the vessel sealer extend (vse) instrument to cut. Customer was working on a hysterectomy case and the vse instrument wouldn't cut. Customer didn¿t think a blade was in it. Customer got a new one and worked perfectly and finished the case. The procedure was completed with no patient harm.